Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) cylinder exhibited inflation issues. During surgery, testing of the reservoir and pump showed that the reservoir contained no fluid and air was present in the pump. As no leaks were identified, the physician determined that the most likely cause was a connection issue. The reservoir was refilled and successfully tested, and no components were replaced during the procedure. No patient complications were reported.